Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, pump error 130, possible under delivery anomaly, time clock did not advance. The customer reported blood glucose value of 337 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Troubleshooting was performed for high bgs/under delivery, pump error 37-39, 41-43, 79-80, 82, 130. The event involved product(s) mmt-441ag, mmt-7040a, mmt-1884, mmt-342. Customer was unable to clear the error and complete the rewind process. Pump passed displacement test. No further patient complications were reported. No product return is required for mmt-441ag. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-342.

Manufacturer narrative:
Pump passed the active current measurement, sleep current measurement test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Unit passed dat test at 0.08740 inches. No frozen display noted during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. No normal bolus on the event date noted in the pump history. No pump errors noted during testing. Looked through pump memory and found pump error 130 on (B)(6) 2024 09:04:27.000. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, pillowing keypad overlay, corroded battery tube, and corroded home switch. Pump error 130 alarm was not confirmed during testing. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm alleged high bg's. Frozen display was not observed during analysis and passed all required testing. Frozen display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.